Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient underwent a revision procedure wherein the lead was adjusted for an unknown reason. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the reason for lead revision was due to lead migration. The symptom of lead migration was not getting coverage on the patient¿s right side.

Event description:
A report was received that the patient underwent a revision procedure wherein the lead was adjusted for an unknown reason. The patient was doing well postoperatively.